Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure was being performed? What structure(s) were the clips placed on? Were there any problems with the device during the initial procedure? What did the clip formation look like during the initial procedure? Was the surgeon able to observe proper formation of the clips prior to closing the patient? How long post operative did the patient present with symptoms of a leak? During the reoperation what was found? Where exactly was the leak found? Were the clips present? If so, what did the clip formation look like? What was done to address the leak? Were there any other factors that may have led to the leak? What is the patient¿s current status? Is the patient expected to have a full recovery? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unknown procedure, the patient had to be reopened due to leakage caused by the clips not completely closed. Device was discarded.